Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was retracted. Soft stylet received stuck in the lead. Blood/body fluid noted on the stylet. Set screw marks noted on is-1 terminal pin. Deformed conductor coils along with cuts in the insulation noted between 130-140mm from the terminal pin. Blood\body fluid noted in the lumen. Dried blood/body fluid noted in the helix housing and past the neck region. The lead was electrical testing. Laboratory analysis was unable to confirm the reported field allegation of perforation. It could be determined by analysis. (B)(4).

Event description:
It was reported that the patient experienced chest pain and pericardial effusion. This right atrial (ra) lead was explanted due to suspected perforation. This is considered life-threatening situation and surgical intervention was required to resolve the issue. The lead was returned for analysis. No additional adverse patient effects were reported.